Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this electrode presented with an infection at the xiphoid incision site. The electrode was explanted and the associated device location remained unchanged; however deactivated. No other adverse patient effects were reported.